Event description:
Boston scientific received information that a few days following the implant of this device system, the right ventricular (rv) lead moved. The device system was then programmed to aair. Since then, the patient implanted with this device system developed complete heart block with a ventricular pause of eight seconds and it was reported that the patient blacked out for a few seconds. A revision procedure was performed and the rv lead was successfully repositioned. No adverse patient effects were reported during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.